Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one device was returned for evaluation and the device was noted to be bloody. A break was noted to the proximal balloon glue joint and the distal tip was noted to be prolapsed with an unknown 8f sheath. The distal end of the sheath was noted to be buckled. No functional testing could be conducted due to the condition of the device. Microscopic evaluation was performed to confirm the reported glue joint break. Therefore, the investigation is unconfirmed for the reported balloon rupture, as the failure mode could not be evaluated for. The investigation is confirmed for the reported retraction issue, as the device was noted to be returned inside an unknown sheath and prolapsed material was noted to the distal end of the sheath. The investigation is confirmed for the identified break, as a break was noted to the proximal balloon glue joint. The reported balloon rupture most likely contributed to the reported retraction issue. The retraction issue most likely then contributed to the identified balloon joint break. However, the definitive root cause for the balloon rupture, retraction issue and break could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in proximal right brachiocephalic vein, the pta balloon allegedly ruptured at 8 atm. It was further reported that the ruptured balloon cannot be removed through the introducer sheath but able to remove together with the introducer sheath as a unit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during an angioplasty procedure in proximal right brachiocephalic vein, the pta balloon allegedly ruptured at 8 atm. It was further reported that the ruptured balloon cannot be removed through the introducer sheath but able to remove together with the introducer sheath as a unit. The procedure was completed using another device. There was no reported patient injury.